Manufacturer narrative:
The user facility's biomedical technician contacted a steris technician to report their v-pro 1 sterilizer was emitting a strong odor which they believed to be hydrogen peroxide. The biomedical technician stated that the hospital staff ran a test cycle on the sterilizer and no leaks were detected. Furthermore it was confirmed that the room with the sterilizer has adequate air exchanges/ventilation. The unit has been removed from service by the hospital staff and will not be returned to service. The user facility declined to allow a steris field service technician to inspect the unit. The user facility is responsible for the maintenance of the unit. Although steris was not permitted to inspect the unit subject of the reported event, the DHR for the unit was reviewed and no issues were noted. The user facility reported a strong odor, however hydrogen peroxide is odorless. Furthermore the symptoms noted by the employees are not necessarily indicative of hydrogen peroxide exposure. Due to the reported odor, it is more likely the employees subject of the reported event experienced sensitivity due to exposure from an oil mist. An oil mist can occur if inadequate or improper maintenance is performed on a v-pro 1 sterilizer including an irregular changing of oil filters. Section 8 of the operator manual states, "replace vacuum pump filter 2x per year." Also section 2.2 hydrogen peroxide sterilization of the operator manual states, "vaprox hc sterilant vapor is injected by volume, over a series of programmed pulses, to assure sterilization. Once the vaprox hc sterilant vapor leaves the chamber, it is catalytically converted into harmless water vapor and oxygen."

Event description:
The user facility reported their v-pro 1 sterilizer was emitting a strong odor. Six employees sought medical treatment due to eye and throat irritation. The employees have returned to work.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.